Event description:
Per medwatch rec'd from the user facility, "severe metallosis was noted throughout the knee with the synovium completedly blackened with the titanium. The uni compartmental arthroplasty had failed with the bone and metal erosion." There was no device returned and no catalog numbers given.